Manufacturer narrative:
(B)(4). Device not returned.

Event description:
On (B)(4) 2015, the thermacor 1200 infusion system was being used at (B)(6). The hospital reported the thermacor 1200 had been used to infuse 2 units of ns (normal saline), 2 units of ffp (fresh frozen plasma), and 2 units of prbc (packed red blood cells). Upon transporting the patient to CT, a leak occurred at the connection from the cassette to the patient line. The cassette and tubing were not retained for further investigation. The root cause is unknown at this time; however, it appears that during the transportation, there may have been tension on the lines causing the line to pull loose. The thermacor unit has been returned for decontamination. No patient injury was recorded. The hospital did not provide any additional information.